Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she went to the emergency room for high blood glucose of 380 mg/dl. Customer stated she was unable to control her blood glucose with insulin. She had a sinus infection that was lingering. She was diagnosed with diabetic ketoacidosis, was treated with insulin drip and fluids through an IV and then transferred to another hospital. Customer declined troubleshooting as she stated she has been on the insulin pump and it has been working fine. The device is not returning for analysis.